Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While being applied on the stomach, the device fired about halfway and then jammed. The surgeon did not feel comfortable continuing to push through and the handle seems potentially breaking. Another handle and reload was used in order to complete the procedure. No patient injury has been noted.